Event description:
On 9/6/96, device was implanted. On 11/1/96, it was reported "the device doesn't work." Add'l info on 11/13/96, indicated the reservoir was removed from the pt and replaced on 11/7/96, due to fluid loss-reservoir tubing had a small pinhole.